Manufacturer narrative:
(B)(4).

Event description:
Customer states: during use, an alarm was generated and the device became inoperative. The safety valve opened. The device was replaced. No pt harm reported.

Manufacturer narrative:
Covidien reference number: (B)(4). The returned proportional solenoid valve (psol) printed circuit board (pcb) was reported to contribute to a ventilator inoperative condition while ventilating a patient. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The psol pcb was assembled into the test ventilator for analysis. The test ventilator was powered on and was found to have failed the power on self test (post). The fault was isolated to psol pcb. The psol pcb was repair then again assembled into to the test ventilator. The test ventilator was then powered on again and was found to pass the post without errors being logged. The device passed calibration, extended self test (est) and the short self test (sst) without error. The reported event was confirmed.